Event description:
A 3.0mm diameter x 8mm length ave gfx stent was inserted into the coronary artery after predilation of the larget lesion with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion possibly due to inadequate predilation of the target lesion. Therefore, the stent and delivery system were pulled back. The stent dislodged during removal of the undeployed stent and was snared from the coronary artery, successfully. It is not known if the physician followed the instructions for removal of an undeployed stent. During the snare procedure, the stent became "accordioned" and could not be retracted into the guide catheter at the femoral sheath. A "cutdown" was performed and the stent was successfully removed from the pt. It is not known how the target lesion was treated and the physician was not able to recall any other pertinent info regarding this case. The physician has no product complaint, and there was no add'l clinical sequelae reported relative to the event.